Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device. Three months later, the hosp nurse contacted the manufacturer stating that a pt at home was experiencing increasing and more frequent power limit advisory alarms. It had begun two days prior and was occurring about once every eight hours, and increasing to once every two to three hours. The alarm occurred whether on batteries or power base unit (pbu). The pt had come into the ER and was admitted for observation. The pt's blood pressure was consistently 90/60. The pt states the alarm does not appear to be positional. The pt denies any possibility of fluid entering the perc line. The nurse does state the vent filter looked dirty. Intermittent power advisory alarms continued alarming while the pt was on the hosp's pbu pt cable.